Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to erosion, bleeding and pain, the mesh was excised on (B)(6) 2009 by the implanting surgeon. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure in 2003 and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.